Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the¿department of orthopaedic surgery, nakadori general hospital, japan¿. The article can be found at https://doi.org/10.24810/jelbow.25.2_31. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, nakadori general hospital, japan¿. The title of this report is ¿dislocation of the elbow in a child associated with severely displaced radial neck fracture: a case report ¿, published on november 15, 2019, and can be found at https://doi.org/10.24810/jelbow.25.2_31. The report is associated with the stryker ¿profyle hand system¿ and includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced lack of synostosis, breakage of plate and screw three months after surgery, leading to the fracture site being displaced again, which required revision surgery.

Manufacturer narrative:
Correction - h6 results and conclusion code. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of lack of synostosis, breakage of plate and screw three months after surgery, leading to the fracture site being displaced again, which required revision surgery, could be confirmed, from the available radiographs in the literature. Based on the available x-ray a formal medical opinion was sought that stated; the luxation at the elbow led to a complete isolation of the radial head from the diaphyseal bone. A possible outcome in a situation of separation of all blood supply would be a non-union or a radial head necrosis. The young age of the patient with a very high healing potential was probably identified as a reason to try an osteosynthesis. In an adult a hemiarthroplasty would probably have been chosen as the treatment with the best outcome. The reason behind the alleged failure is most likely disastrous fracture pattern. From the medical opinion the primary root cause can be attributed to as patient related factor with fracture patterns. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, nakadori general hospital, japan ¿. The title of this report is ¿dislocation of the elbow in a child associated with severely displaced radial neck fracture: a case report ¿, published on november 15, 2019, and can be found at https://doi.org/10.24810/jelbow.25.2_31. The report is associated with the stryker ¿profyle hand system¿ and includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced lack of synostosis, breakage of plate and screw three months after surgery, leading to the fracture site being displaced again, which required revision surgery.